Event description:
A complaint was received with regard to an unspecified IV tubing that experienced air in line on an unspecified date. Cases of air embolism have been reported during administration under pressure or by gravity. The customer stated that the event did not occur in our cisss. The customer also stated that they the possibility of "pressurizing intravenous solutions contained in flexible plastic containers to increase flow rates can result in air embolism if the residual air in the container is not fully evacuated prior to administration." Air in line reported. It is unknown what harm occurred.

Manufacturer narrative:
D4 - all product information is unknown, therefore, UDI information is not available. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.